Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving a reading of 198 mg/dl on his precision xtra blood glucose meter. He further reported losing consciousness and falling, resulting in lacerations to his arms and knees. He noted this has happened four times in the last two months. No report of third-party medical intervention. Customer self-treated by eating peanut brittle. There is no report of death or permanent injury associated with this event.